Event description:
It was reported that, "in the middle of a pkr case, the drill froze and cannot be withdrawn, it locks up.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.